Event description:
Asr revision - left hip.

Event description:
Revised for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision - left hip. Asr xl acetabular system. 9/12 - update from crawfords spreadsheet dated 2 december 2011- added revision reason, products, hospital and surgeon. Update - changed type of replacement and added reason for revision. Taken from claimsuite dated 19th september 2014. Asr resurfacing. Reason(s) for revision: pain. Update - corrected manufacturing dates on 30th october 2014. Update - attached scf , amended revision date, added additional reason for revision. Taken from scf and claimsuite dated 27th april 2015. Date of revision: (B)(6) 2008. Additional reason for revision : alval/ soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision - left hip. Asr xl acetabular system. 9/12 - update from crawfords spreadsheet dated 2 december 2011- added revision reason, products, hospital and surgeon. Update - changed type of replacement and added reason for revision. Taken from claimsuite dated 19th september 2014. Asr resurfacing reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - left hip. Asr xl acetabular system. 9/12 - update from (B)(6) spreadsheet dated 2 december 2011- added revision reason, products, hospital and surgeon. Update - changed type of replacement and added reason for revision. Taken from claimsuite dated 19th september 2014. Asr resurfacing. Reason(s) for revision: pain. Update - corrected manufacturing dates on 30th october 2014.